Event description:
Additional information was received regarding the reported issue (the device was not displaying an image): the device was reportedly inspected prior to use. The issue was identified before the procedure, during pre-use inspection. The intended procedure was completed without issue, using a different scope. There was no health hazard to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a failure of the image sensor unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared due to failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the insertion tube was loose, the connection between the insertion tube and the control section was rattling, the adhesive on the bending section cover was chipped, and the angle fixing part of the control section was loose. Scratches were observed on the bending section cover, the control section, the grip, the right/left lever, the universal cord, the video connector, the light guide connector, and the video connector case due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.